Event description:
A malfunction alarm occurred, identified by code malf 12, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.